Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 22ga x 1.0in tip was in "poor condition" before use. The following information was provided by the initial reporter, translated from spanish to english: "before using the catheter, the plastic is observed with the tip in poor condition."

Event description:
It was reported that the insyte 22ga x 1.0in tip was in "poor condition" before use. The following information was provided by the initial reporter, translated from spanish to english: "before using the catheter, the plastic is observed with the tip in poor condition."

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, this was a known issue for the manufacturing facility and a project was opened to correct this issue. CAPA#1302123 was initiated. A review of the device history record was performed and no quality issues were found during production.